Event description:
This report addresses the issue of use error- reuse of supplies. During troubleshooting for a low drain volume (ldv) alarm, which appeared on the homechoice (hc) unit display, the caregiver (cg) stated that the home patient's (hp) patient line had disconnected from his transfer set in the middle of drain 5 of 5. The cg stated there was liquid all over the bed, but was not sure if it was from when the patient line disconnected from the transfer set. The cg stated the hp reconnected to the patient line. The technical service representative (tsr) advised the cg to end the therapy and perform capd to complete therapy and to inform the registered nurse (rn) of tonight's events. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This condition of a use error - reuse of single-use product was confirmed because it was reported that after patient line disconnection from the transfer set customer reconnected patient line to the set, which is a use error/poor aseptic technique. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.